Event description:
It was reported that the patient was not feeling stimulation and was currently on program 2 at 2.0 volts. The patient tried to increase stimulation and felt a ¿jolt and then some vibration¿, with some soreness. Since the increase, the patient felt throbbing and aching pain, not fluttering. When making an adjustment, it was noted that the patient got the poor communication screen. After moving the antenna over the implant, the issue resolved. It was later reported that the patient was not too happy that she was implanted. The patient had more accidents now than before. It was stated that the patient used to go 18 times a day. It was also stated that the patient had neuropathy in her foot and ¿it had affected it more.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va07bnk, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).